Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and stent insufficient apposition occurred. The 75% stenosed target lesion was located in a moderately calcified and moderately tortuous left main trunk (lmt) extending to the proximal left anterior descending (lad) artery. A 24 x 3.50 promus premier¿ drug-eluting stent was deployed to the target lesion and was noticed to be not well apposed on the vessel. Post-dilation was then performed 3 times at 18 atmospheres each using a 4.0mm unspecified balloon catheter. However it was noticed that the proximal part of the stent became deformed. The physician suspected that the balloon catheter caused the deformation. "Bail out" was performed by deploying a 3.5x8 promus premier¿ stent to cover the deformed site and the procedure was completed. No patient complications were reported and the patient's status was good.